Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, fast ventricular and atrial rates were observed on this implantable cardioverter defibrillator (ICD) but no stored episodes were available for review. Boston scientific technical services (ts) reviewed the device data to determine the cause for this observation. During the review, low rv amplitudes were observed, along with an episode of the ventricle tracking atrial fibrillation. Further review revealed that p-wave oversensing was also occuring. Ts provided trouble shooting recommendations. The patient will be seen in clinic to perform troubleshooting and reprogramming but no appointment has been scheduled at this time. The make of the right atrial and right ventricular leads is unknown. No adverse patient effects were reported.